Event description:
It was reported that the patient presented post cardioversion procedure with discomfort. It was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited diaphragmatic stimulation. Fluoroscopy revealed that the rv and ra lead had dislodged due to twiddling. Both rv and ra lead were explanted and replaced. The patient was in stable condition.